Manufacturer narrative:
A ge rep evaluated the system and reloaded software and reset bios configuration settings. The system operates as intended.

Event description:
It was reported that the system displayed software errors and would not transfer or save images. No pt injury was reported.